Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was heavy, and when it unlatched, it did not pop out, which caused it to remain open without the nurse noticing, which located on adu era. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed. A field service engineer (fse) adjusted the rails of the matrix drawer to allow the bin matrix to open further. No issues were found with the actuator, but the drawer still did not open enough to fully expose the drawer, with only the top of the drawer fascia visible. Later fse identified that the cabinet was sitting on an uneven floor, causing the drawer to be pulled back into a more closed position compared to the other drawers. The customer was advised to rearrange the drawer contents to shift the weight forward, and this adjustment by another fse resolved the issue. The system functioned as intended after the field service engineer repaired the device.